Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the m-turrets unit was damage and the front panel was blinking as a result. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera ii xenon light source front panel is blinking. The event occurred during an unknown therapeutic procedure. The operation was completed using a similar a device and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 13 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was confirmed and could be attributed to faulty mesh turret, but the cause of the fault could not be identified with the information provided. Olympus will continue to monitor field performance for this device.